Manufacturer narrative:
Corrected, added information. H6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: device history records have been reviewed and there were no manufacturing nonconformances related with the event. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. In this case, the most likely cause is patient factors, including a coronary artery disease, a triple CABG and diabetes mellitus.

Manufacturer narrative:
D6a. If implanted, give date implant date is only known as (B)(6) 2020. Thus, (B)(6) 2020 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that a patient with a valve model 8300ab21 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and seven (7) months due to degeneration leading to moderate to severe insufficiency and severe stenosis (peak/mean gradient of 57/30 mmhg). The patient presented with cardiac decompensation. A non-edwards transcatheter valve was successfully implanted within the surgical device.